Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction error message. There was no patient involvement.

Manufacturer narrative:
(B)(4).